Event description:
The customer was being hospitalized due to diabetes ketoacidosis and high blood glucose of 600 mg/dl. The customer stated that he did not feel well and had a bent cannula. Troubleshooting was performed. The customer stated that he was treated and released. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.